Event description:
Information notes that throughout the patient's follow-up exams, she complained of dizziness and heaviness in the chest. In order to alleviate symtoms, the patient tried not to move. A holter monitor revealed loss of capture. When the symptoms continued, she was sent to the emergency room. At this time, loss of capture was noted and the doctors felt that the connection between the pulse generator and the lead was the cause for the problems.